Manufacturer narrative:
Meter and strips involved in incident were returned for investigation, evaluated, and tested. Retain strips were also evaluated and tested. All products performed to specification. No failure detected. Products will be forwarded to manufacturer.

Event description:
The caller reported that a meter was reading low. The caller stated that he was not there when the incident happened, but his team was there. The caller stated that when his team used the assure prism on the patient, they received a reading of 221 at 1:44 am on (B)(6) 2023. The caller stated that when they took the patient to the hospital, the lab work on the patient stated their blood glucose was 600. The caller stated that it was 10 to 15 minutes between when they took the patient's blood sugar with the meter and doing lab work on the patient. The caller stated that he does not know what the reading was for the control solution, but the control solution reading was in range. Replaced meter, strips and sent return label.